Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 28aug2019. The service engineer (se) inspected the device and replaced the oxygen flow sensor. The unit passed all test. Failure analysis of the returned part indicates: an investigation was performed and the product analysis technician reported that the root cause was isolated to a crack on the oxygen flow sensor thermistor. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that during preventative maintenance the o2 flow was out specification. No patient involvement.